Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer while running startup. The volume of the leak was approximately 5 cubic centimeters and was not contained within the instrument. The customer did not report any error messages generated by the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, eyeglasses and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/26/2014. The fse found a leak in the tubing at the backwash pinch valve pv49. The fse replaced the tubing at pinch valve pv49, which repaired the leak. The fse also found an obstruction in the volume, conductivity, scatter (vcs) module causing the scatter output to be at '0'. Additionally, the fse found that the pneumatic assembly was experiencing excessive vibration. The fse replaced the pneumatic assembly, which repaired the excessive vibration. The repairs were verified per established procedures. (B)(4).

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.